Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the bottom to the bumper pad. The returned battery cap threads were found to be stripped. A test battery cap was able to be secured to the pump and was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.